Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. It was also reported that the patient¿s ketones measured 0.6. The pod reportedly fell off the infusion site (arm) during hot weather, causing the cannula to dislodge. The patient did not have any further pods to replace this with and the patient¿s blood glucose levels began to rise so the patient¿s parent took them to the hospital. The patient was treated with manual insulin injections administered every two hours. The pod has been discarded.